Event description:
It was reported that pump displayed occlusion alarms during mealtime boluses and that customer also experienced repeated cartridge filling messages stating there was not enough insulin despite loading 200¿300 units, along with frequent out-of-range and lost signal alerts with dexcom g7. There was no reported impact to the customer¿s blood glucose level. Occlusion alarms had resolved after customer changed cartridge and infusion set, clinical support reviewed usage and site practices, recommended continued site rotation and changing both cartridge and site every 2¿3 days, and advised customer to contact technical support if occlusions or other issues persisted, while customer declined to speak directly with technical support at that time.